Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, g.3, h.6. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reports left side "intra capsular contracture" (baker grade unknown), "more firm," "multiple folds," and "left implant is very dissimilar from the right implant."

Event description:
Patient reports left side pain, "intra capsular contracture" (baker grade unknown), "more firm", rupture and ¿peri-implant infusion¿/¿fluid pocket¿. Device has been explanted. Later reported "multiple folds seen in the implant" on ultrasound.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified encapsulation and cloudiness. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and permission to confirm events with a healthcare professional has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma (late) and pain.

Event description:
Patient reports left side pain, rupture and ¿peri-implant infusion¿/¿fluid pocket¿. Device remains implanted.

Event description:
Patient reports left side pain, rupture and ¿peri-implant infusion¿/¿fluid pocket¿. Device remains implanted.